Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The reason for mesh implantation was pelvic prolapse with cystocele, symptomatic pelvic relaxation, third degree anterior cystocele and large rectocele. The procedures performed was vaginal hysterectomy, anterior repair with avaulta system with implantation of the avaulta mesh anteriorly, posterior repair with rectoplasty using the avaulta system with implantation of the avaulta mesh and vaginal sling using prolene mesh. The complications post avaulta anterior, posterior and uretex placement was enterocele. The complications post first additional implant surgery was cystocele, enterocele and rectocele. The complications post second additional implant surgery was mesh erosion.